Manufacturer narrative:
Findings: pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device does not have any damage, nor bumped or dropped. The customer stated that there is possible sweat moisture. The customer also reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device has against her skin. The customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.